Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, a shaft kink occurred. The target lesion details are unknown. At an unspecified time during the procedure, the distal portion of the 6fr runway guide catheter was observed to be kinked, while outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: examination of the returned device revealed contrast on the outside of the shaft. The shaft was separated, but held together with the exposed braiding, 44 cm from the hub. The device showed evidence of torsional damage. There was no evidence of any material or manufacturing deficiencies contributing to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).